Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that customer was hospitalized due to unknown reason and their insulin pump had act button not working and exposed to fluid. The customer¿s blood glucose was 315 mg/dl at the time of incident. Customer's family reported that the insulin pump exposed to insulin and had cracked on battery compartment. Customer's family reported that the insulin pump had unexpected restart. Customer's family reported that they was able to clear the alarm. The customer's family was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.